Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further investigation has been completed. Please refer to attached device analysis report. This report is filed october 3, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the device was explanted on (B)(6), 2010 (reason for explant not specified.) The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011. The patient was reimplanted with a new device during the same surgery.